Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was currently hospitalized due to a high blood glucose level. Blood glucose level at the time of the incident was 363 mg/dl. The customer also reported receiving no delivery alarms. During troubleshooting, the insulin pump did not show any signs of malfunction. The device was not replaced or returned for analysis.